Event description:
Patient was revised to address pain. Surgeon found linear wear on patella and discoloration on rp insert.

Manufacturer narrative:
Examination of the submitted device did not find any evidence of loosening in vivo. A complaint database search finds no additional reports against the product and lot combination. No evidence was found of product failure and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.